Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump was monitored for several days, and had normal operating currents. No unexpected failed battery test, or low battery alert was noted. The insulin pump passed the self test and off no power test. The insulin pump was received with minor scratches on the display window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and a cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump was cracked at the battery compartment and alarmed for a failed battery test. The customer did not recall the blood glucose reading. The customer declined troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.